Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was still unknown but the customer was vomiting and not able to keep food down before they passed. The caller stated that the customer had heart issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer had been to the emergency room the previous day due to low blood glucose. The customer's blood glucose would fluctuate from 150 to 500 mg/dl while they were using the pump. The customer was not using sensors. The caller declined to return the insulin pump for analysis as it was thrown out by the funeral home.